Event description:
Following angioplasty to treat the stenotic lesion, angiography demonstrated poor flow throughout the basilar artery representing a vasospasm and verapamil was infused (dose unknown). Angiography taken after the verapamil infusion demonstrated improved flow within the basilar artery, however, a significant focal dissection at the site of the prior stenosis was noted. A stent was emergently implanted to treat to dissection successfully. Angiography post stent deployment demonstrated good wall apposition at the dissection and excellent flow in the basilar artery. There were no reported clinical consequences to the patient as a result of the events.

Manufacturer narrative:
Additional information from the user facility stated that there was no device malfunction and the patient did well post procedure. No other information was provided.

Event description:
Following angioplasty to treat the stenotic lesion, angiography demonstrated poor flow throughout the basilar artery representing a vasospasm and verapamil was infused (dose unknown). Angiography taken after the verapamil infusion demonstrated improved flow within the basilar artery, however, a significant focal dissection at the site of the prior stenosis was noted. A stent was emergently implanted to treat to dissection successfully. Angiography post stent deployment demonstrated good wall apposition at the dissection and excellent flow in the basilar artery. There were no reported clinical consequences to the patient as a result of the events.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vasospasm and vessel dissection are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.